Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding seating locking issue involving a v40 orthinox femoral head was reported. The event was not confirmed. Method & results: -device evaluation and results: there were no devices returned for evaluation -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as post operative x-rays and the operative reports follow up notes are needed to complete the investigation for determining root cause.

Event description:
Surgeon at the hospital, reported the following event to operative assistant : "during a procedure, a stem p/n 4900-1-133 lot # g3744106 was sealed into the patient. Then, a head p/n 6364-228 lot # g5489249 was chosen. During the implantation of the head, after the impaction, the head could not be fixed. According to the surgeon, the patient does not walk a lot, but there is a risk of dislocation of the head."

Event description:
Surgeon at the hospital, reported the following event to operative assistant : "during a procedure, a stem p/n 4900-1-133, lot # g3744106, was sealed into the patient. Then, a head p/n 6364-228, lot # g5489249, was chosen. During the implantation of the head, after the impaction, the head could not be fixed. According to the surgeon, the patient does not walk a lot, but there is a risk of dislocation of the head."